Event description:
It was reported via literature article that patients who underwent a transcarotid artery revascularization (tcar) procedure experienced the following adverse events within 1 year of tcar procedures; stroke, hemorrhagic stroke, stent thrombosis, and myocardial infarction (mi). This study was a retrospective chart review of patient records of 655 tcar procedures performed on 588 patients from january 2013 until july 2024. The objective of the study was to evaluate the safety, effectiveness, and efficiency of transcarotid artery revascularization (tcar) in a community-based practice by analyzing outcomes at 30 days and 1 year. It was identified that 21 patients experienced strokes (11 strokes within 30 days, 10 strokes within 1 year). Two of the strokes experienced within 30 days were hemorrhagic in nature and one stroke was due to stent thrombosis. Seven patients experienced myocardial infarction (mi) (1 mi within 30 days, 6 mi within 1 year). No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kenny, m., landavazo, b., vernon, c., yelovitch, s., zea, n., nation, d., apple, j., quaye, k., boone, b., & turley, r. (2025). Outcomes and insights from a decade of transcarotid artery revascularization in community practice. Journal of vascular surgery. 82(3), 899-906. Https://doi.org/10.1016/j.jvs.2025.04.064.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kenny, m., landavazo, b., vernon, c., yelovitch, s., zea, n., nation, d., apple, j., quaye, k., boone, b., & turley, r. (2025). Outcomes and insights from a decade of transcarotid artery revascularization in community practice. Journal of vascular surgery. 82(3), 899-906. Https://doi.org/10.1016/j.jvs.2025.04.064.

Event description:
It was reported via literature article that patients who underwent a transcarotid artery revascularization (tcar) procedure experienced the following adverse events within 1 year of tcar procedures; stroke, hemorrhagic stroke, stent thrombosis, and myocardial infarction (mi). This study was a retrospective chart review of patient records of 655 tcar procedures performed on 588 patients from january 2013 until july 2024. The objective of the study was to evaluate the safety, effectiveness, and efficiency of transcarotid artery revascularization (tcar) in a community-based practice by analyzing outcomes at 30 days and 1 year. It was identified that 21 patients experienced strokes (11 strokes within 30 days, 10 strokes within 1 year). Two of the strokes experienced within 30 days were hemorrhagic in nature and one stroke was due to stent thrombosis. Seven patients experienced myocardial infarction (mi) (1 mi within 30 days, 6 mi within 1 year). No further information was provided to boston scientific.